Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stopped feeling stimulation in (B)(6) 2017. Patient stated they did not know if the implant was ever helpful for their retention. When trying to connect to the ins, the patient got the poor communication screen. It was reviewed the ins was likely at end of service (eos). No further complications were reported.